Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Company rep reported, patient's left hip was revised due to pain. Liner, tritanium shell and femoral head were explanted.

Manufacturer narrative:
An event regarding pain involving an unknown shell was reported. Shell loosening was confirmed following review of the provided medical records by a clinical consultant. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device remains implanted. -medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: as such appears loosening of the left cup confirmed but the cause or other conditions surrounding this failure are unclear. This case cannot be solved with the current information but unfortunately requires more info, preferentially x-rays. -device history review: not performed as the device was not properly identified. -complaint history review: not performed as the device was not properly identified. Conclusions: a review of the provided medical records by a clinical consultant concluded. As such appears loosening of the left cup confirmed but the cause or other conditions surrounding this failure are unclear. This case cannot be solved with the current information but unfortunately requires more info, preferentially x-rays. Further information such as product details, medical records, x-rays and follow up reports are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Company rep reported, patient's left hip was revised due to pain. Liner, tritanium shell and femoral head were explanted.